Event description:
Per the letter received from the pt's attorney: the pt "was in for colon surgery, but received third degree burns to pt upper lip that have left pt disfigured and in need surgical revision." "The surgeon and hospital have apparently taken the position that the device malfuctioned." Procedure: abdominoperineal resection with left-sided colostomy.